Event description:
A report was received that a patient was experiencing pocket discomfort. The physician determined that the implant had become more prominent after the patient experienced some weight loss. The patient had a pocket revision and was reportedly doing well.

Manufacturer narrative:
Device remains in patient. This is a final report.